Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 54 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer required assistance from their spouse by providing carbohydrates to address bg level. The customer was instructed to consult with healthcare provider regarding bg level.